Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user observed a "pump jam" error message. The error would display when the user administered the initial dose of cardioplegia solution. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.